Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use with no issues identified. The cannula was not inspected with a gauge pin prior to use. The instrument was not cleaned intraoperatively with other instruments. The reported problem occurred after approximately 45 minutes of use during cauterization. Sparks were observed during tissue cauterization; however, they came from the instrument wrist area and did not have contact with the patient. The surgeon believed the issue might be due to an exposed wire. No interoperative collisions occurred and the instrument wrist was straightened when removed. The patient has not returned with any post-surgical complications. No pictures or procedure video are available. Isi received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations found the instrument to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. There was no damage found on the conductor wire. The root cause of this failure is mishandling/misuse. Based on the failure analysis results, the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned to isi for evaluation. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the fenestrated bipolar forceps instrument (pn# 420205-16 lot# n10200703-989) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system rsh0278 for 1:24:45. The alleged event occurred on the 1st use of the instrument. The customer provided a picture of a fenestrated bipolar forceps instrument with the instrument wrist circled to indicate where the spark(s) came from, however, it does not appear the instrument is related to the complaint, or has any apparent damage. A review of the site's complaint history does not show any additional complaints related to this product. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the fenestrated bipolar forceps arced, with no evidence, or claim of user mishandling or misuse. Although there was no report of patient harm, injury, or adverse outcome due to the event, if the failure were to recur, it could cause, or contribute to an adverse event. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted prostatectomy with lymph node dissection surgical procedure, the fenestrated bipolar forceps instrument cauterization was failing, including the need to increase the energy to cauterize. In the sequence, there was an accumulation of debris beyond normal, and the emission of sparks was verified in the part connected to the robot arm. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information, however, no response has been received at this time.